Manufacturer narrative:
The cobas e 801 analytical unit serial number (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e 801 analytical unit. The initial result from the analyzer was 106 pg/ml. The repeat result from a domestic kangrun instrument, which uses the chemiluminescent laboratory method, was <5 pg/ml (negative). The initial result was not reported outside the laboratory, as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
Medwatch fields a2 age number, a2 age number unit, and a3a sex were updated. The patient sample was received for investigation. The investigation confirmed the customer's elecsys estradiol iii results. The investigation tested the patient sample for interferents and confirmed the presence of anti-sa (streptavidin) and heterophilic interferents in the patient sample. The investigation reviewed the customer's qc data, and the results were within the specified ranges. The investigation determined the interferents in the patient sample had caused the event. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.